Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, "pacer fault 121, 122, 123, & 126" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.